Event description:
During a percutaneous discectomy case in the or, it was noted that pieces of plastic had frayed off the tip of the flexible nucleotomy blade. The material was retrieved from the pt and no adverse effects were seen in the patient post-operatively.